Manufacturer narrative:
Device was used for treatment, not diagnosis additional narrative: patient identifier, date of birth and weight were not available for reporting. Device is an instrument and is not implanted / explanted. Complainant device is not expected to be returned for manufacturer review/investigation. A device history record (DHR) review was performed for part # 309.504s, synthes lot number: f-21790: release to warehouse date: 15.sep. 2017, expiry date: 01. Sep.2027, supplier: (B)(4), manufacturing site: (B)(4). No non-conformance reports (ncrs) were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. . If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that a breakage of the drill bit occurred during the first use. All broken pieices were removed from the patient. It was necessary to use a new drill bit. There was no impact for the patient. This report is for one (1) hss drill bit ø3.5 f/implant steel. (B)(4).